Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic after experiencing a vibratory notifier. Upon review, the left ventricular lead exhibited high impedance. The lead was reprogrammed and in-range measurements were obtained. The patient was stable throughout and will continue to be monitored.